Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed full pump reset with guidance, confirmed that error did not appear again, and was advised to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.